Event description:
It was reported that when opened, there was no problem with the amount of water in the syringe, but after filling it in the foley catheter with water in the pre-test, only 9 ml returned when the water was removed. Per follow up information received via ibc on 26aug2024, stated that pinhole or leakage in the catheter was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual: received 1 silicone foley catheter with sample port connector and syringe. Upon visual inspection no physical defects are present. Inflated balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with returned syringe. Upon inflation asymmetrical balloon of 80:20. Catheter balloon deflated under 5 minutes (2 minutes and 9 seconds) successfully with returned syringe with no difficulties. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. Based on physical sample received the reported event is unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opened, there was no problem with the amount of water in the syringe, but after filling it in the foley catheter with water in the pre-test, only 9 ml returned when the water was removed. Per follow up information received via ibc on 26aug2024, stated that pinhole or leakage in the catheter was unknown. Per investigator's notification received on 09dec2024, it was reported that asymmetrical balloon was found during sample evaluation.